Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.